Event description:
In 5/98, pt was admitted for a fracture of the right femur. The surgeon, in the process of repairing the right femur, inserted two fully threaded cross screws. In 7/98, a second surgery was required to remove the screws that had allegedly failed. There was no adverse consequence for the pt reported.